Event description:
The trailblazer catheter was advanced over a wire into the opposite iliac to the common femoral artery. The iliac was heavily calcified, and the catheter would not retract. Upon attempted removal, the trailblazer catheter separated approximately 20cm from the dital tip. Attempts to snare the catheter while still over the wire proved unsuccessful. A vascular surgeon was called in to do a cut down at the common femoral artery and remove the catheter remnant.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the trailblazer support catheter was received with a cd of ge cines from the procedure. No additional ancillary devices or cine images from the procedure were received. The cines show contrast injections, flow patterns, guidewire position, sheaths. Approximate 79cm of the device was returned, (72cm of working length), approximate 28cm of the distal end of the support catheter were not returned. The returned device exhibited contact with a sanguine environment: sanguine material in and on the device. A kink was located approximately 1.5cm proximal from the returned devices distal end.